Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a tron acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece no longer meets the specifications for impedance. Complaint info is trend on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the system produced solid tones during activation. The customer continued use of the device and completed the procedure with no pt consequence. The rep tested the handpiece with a test tip and received error 3.